Manufacturer narrative:
(B)(4). Batch # t5a16h. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For the pve35a- the staple was stuck during firing. Does this mean that the device would not fire and was stuck on tissue, would not open? How was the device removed from the tissue? How was the procedure completed?

Event description:
It was reported that the staple was stuck during firing and the jaw cannot open. It is unknown if the surgery was delayed. It is unknown how the procedure was completed. There were no patient consequences. Reload - vasecr35.